Manufacturer narrative:
(B)(4). Date sent: 1/11/2022. H6: component code = g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45w reload (a) was received unfired, with 4 double drivers missing. In addition the reload pan was noted to be damaged and partially dislodged. No functional test was performed due the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. Due to the damages found on the reload, a possible cause for these conditions is due to improper handling during transit or storage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the extrathoracic surgery , noted all the cartridges were deformed, could not install it. Change another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.